Event description:
The rptr states that the customer obtained a blood glucose result of 0 mg/dl on the accu-chek advantage system. Numeric reading range of device is 10-600 mg/dl. No adverse event reported. New system sent to customer and return requested.